Event description:
Th customer reported a loss of diagnostic cine images. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disk drive and the cine bridge pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.